Event description:
It was reported the patient received multiple inappropriate shocks from the right ventricular (rv) lead due to oversensing and noise from an apparent lead fracture. The lead integrity alert triggered due to pacing impedance greater than 2500 ohms and oversensing. There rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.